Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 240 to 381 mg/dl at the time of admission, and 104 mg/dl at the time of the call. The customer was given glucagon gel to treat. The customer was wearing the insulin pump, and was driving during the incident. Troubleshooting was completed. The customer had a reservoir leak inside the reservoir compartment and air bubbles when filling the reservoir. Customer was having sensor glucose versus blood glucose differences. The customer also reported the pump having a high pitched ringing sound. The insulin pump will not be returned for analysis.